Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds and the right atrial (ra) lead had dislodged. Both the lv lead and the ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.